Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to intermittent noise with pacing inhibition, caused by a lead integrity issue. No additional adverse patient effects were reported.